Event description:
Correction: the previous or initial MDR submitted on may 02, 2023 was filed inadvertently. No general anesthesia was used.

Event description:
Per the clinic, the patient developed repeated cellulitis at the abutment site. The patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment.